Event description:
Pt's right internal iliac artery had previously been embolized. The left iliac artery exhibited an abrupt taper just proximal to the left internal iliac artery. The anatomy close to the internal iliac artery was not very conducive to achieving a good seal, due to the aneurysm present in the distal portion of the common iliac artery. In the attempt to deploy the contralateral iliac leg graft and aviod occlusion of the left internal iliac artery, the physician deployed the leg graft slightly above the bifurcation of the main body graft. It appeared that there was a comfortable 5-7 millimeters of good native vessel between the landing zone of the leg graft and the internal iliac artery. After deployment of the ipsilateral iliac leg graft, an iliac leg extension was deployed in the limb of the main body graft at a height balancing the high placement of the contralateral iliac leg graft. An angiogram of the zenith placement visualized a distal type I endoleak on the contralateral side. An iliac leg extension was deployed inside the contralateral leg graft providing a longer landing zone, while still retaining patency of the internal iliac artery.